Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a generator change-out, externalized conductors were observed via fluoroscopy. The lead was tested and confirmed to be electrically fine. The lead was connected to the new device without issue and remains implanted and active. The patient was stable.